Event description:
It was reported that the patient was in the hospital due to seizures, and that the patient was recurrently hospitalized due to seizures in the past. No additional or relevant information has been received to date.